Manufacturer narrative:
Technician found the cause to be the age of the equipment, equipment is worn. Technician replaced the brake block mechanism and the brake caster to resolve the issue.

Event description:
Technician alleged that the brake caster was ratcheting while in both brake and steer mode. No patient impact.